Event description:
The field engineer found there was an intermittent loss of video when the customer moved the cable. This rendered the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.